Event description:
It was reported that the health care professional (hcp) requested an analysis on recorded episodes of this implantable cardioverter defibrillator (ICD) due to a suspected inappropriate shock therapy. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial fibrillation (af) with rapid ventricular response. The device remains in service. No additional adverse patient effects were reported.